Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) and leads were extracted due to ¿complete av block, im with ejection fraction 35% or less and endocarditis¿. A few days later the system was replaced. The patient was enrolled in the (B)(6) extraction study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 1488tc, competitor implantable pacing lead, (B)(6) 2003. A 0157, competitor implantable tachy lead, (B)(6) 2003. A d224trk, implantable cardioverter defibrillator, (B)(6) 2010. (B)(4).